Manufacturer narrative:
The insulin pump alarm motor error during the basic occlusion test, due to protruded/loose drive support disk.

Event description:
Customer reported that he had low blood glucose; stated that his insulin pump drive support cap is sticking out and unit alarmed motor error. Nothing further was reported.